Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing through pinch valve lv8 was defective and was causing a leak. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Manufacturer narrative:
Upon revision the date of this report and the date received by manufacturer were changed from 09/23/2015 to 09/22/2015.

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The volume of the leak was about 4 ounces and was not contained within the instrument. The customer reported the instrument was generating diluent errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.